Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported thin flaps have happened a few times. Additional information has been requested. There are multiple reports for this facility. This report addresses the multiples patients and other manufacturer reports will be filed for an additional patient.

Manufacturer narrative:
During an onsite visit, the field service engineer (fse) was not able to duplicate customer reported event. Logfile review showed no abnormalities that could have contributed to the customer reported event. The fse checked the device, performed depth cutting and found all in specification. No parts were exchanged. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).